Manufacturer narrative:
(B)(4) relates to (B)(4). Device returned to MFR: the device was returned for analysis. Device analysis revealed a damage at the femoral marker/marker flakes off in the sheath assembly. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2017. It was reported that lost image occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. An opticross imaging catheter was selected for use. During the procedure, lost image occurred. The procedure was completed with a non-bsc device. No patient complications were reported. However, device analysis revealed a damage/marker flakes off in the femoral marker.